Event description:
It was reported that the system controller alarmed for "replace backup battery" despite the backup battery being in use. The battery was reseated but the alarm did not clear. The system controller was exchanged and the alarms resolved.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was not able to be confirmed through this analysis. Available information indicated that the heartmate 3 system controller (serial number: unknown) was exchanged, and the alarm was resolved. Multiple attempts were made to obtain log files related to the event and information regarding the potential return of products, but no response was received. An 11v backup battery (serial number: (B)(6)) was returned to abbott under this event. The battery was in unremarkable physical condition and was found to function as intended. The backup battery was able to support operation of a mock circulatory loop without issue. The reported event of backup battery fault alarms was not able to be reproduced, and the root cause of the reported event could not be conclusively determined through this analysis. The device history records of the system controller could not be reviewed. The initial inspection testing was reviewed for the backup battery (serial number: (B)(6)) and it was found that the battery passed. The heartmate 3 instructions for use (IFU) (section 2 ¿system operations¿) states that it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. This section describes how to properly remove or install a backup battery within the controller. This section also describes how to perform a system controller exchange. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.